Manufacturer narrative:
A ge svc rep performed an onsite investigation. The x-ray tube was replaced and the system was calibrated. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported that the x-ray tube was arcing outside of a procedure. No pt injury was reported.